Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report air bubbles in the reservoir. Customer tried to get the air bubbles out by pushing the plunger back in the reservoir, but the plunger would not go back in the reservoir. The customer's blood glucose reading was unknown. Customer declined to perform troubleshooting. The reservoirs were replaced and will be returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated two open/used reservoirs and performed pre-fill reservoir testing. Found the transfer guard needles occluded. Found no air bubbles anomaly. Checked o-rings/stopper groove for defects and none was found.